Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer reconnected the tubing to the luer lock and confirm a straight and tight connection. The customer was able to observed drops at the end of the tubing. There was no impact to the customer's blood glucose level.